Event description:
Philips received a complaint by the customer on the v60 indicating that the battery indicator light continues flashing even after being plugged in. Tried different batteries and same issue. Needs to be sent to philips for repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The customer has decided that the device needs to be sent to philips for repair. The investigation is ongoing. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Bench repair evaluated the device and was unable to duplicate complaint. Performed several charge cycles on battery and unit is working within specifications. When ac cable is unplugged, the battery icon switches accordingly. When ac cable is plugged in, the icon switches accordingly and battery led begins to flash indicating it is charging. The battery led will not flash if battery level is above 90%, it will remain lit. The device was confirmed to be operating per specifications and no failure was identified. Based on information provided and/or service performed, the customer¿s alleged malfunction was not confirmed.